Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). D4: part and UDI number added.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use, outside the patient the spider tenet dropped. It is unknown if there was a back-up device available and if there was a surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.